Event description:
Bio-rad laboratories technical support received a call on (B)(4) 2013 from (B)(4) lab partners to request assistance in determining the cause of low ods of the cut-off controls in the platelia aspergilus ag assay. Specifically, assays were reported to have failed the qc criteria for the cut-off controls over the last two months since the laboratory moved locations. The cut-off control ods for some assay runs were being adjusted by the customer in order to meet qc criteria requirements and to facilitate reporting of pt results from these otherwise invalid assay runs. Pt results obtained with these runs were reported.